Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced unspecified complications following the procedure. All other information, including the patient's current condition, is unknown and reportedly unavailable.